Manufacturer narrative:
There was no lead implanted at s2 as previously reported.

Event description:
Device 1 of 2; reference MFR report: 1627487-2018-04893. Follow-up information revealed the patient was implanted with two leads at s3. Both of the patient's leads at s3 were explanted and replaced.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report: 1627487-2018-04893. It was reported that patient was not receiving adequate pain relief from their drg system. As a result, patient underwent a surgical procedure on (B)(6) 2018, wherein one lead was added at s2 and the lead at s3 was revised.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-04893. Additional information revealed effective therapy was restored post operatively.